Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that from the date of implantation until today the number of hi electrode channels has been increasing. Testing performed on (B)(6), 2010 shows electrode channels no. 7, 9, 11 and 12 in status hi.